Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual and functional testing of the returned sample confirmed the product met quality release specifications and the reported condition was confirmed. The sheath was not received for investigation, the root cause of the disengaged sheath could not be reliably determined. The investigation concluded to be handling the device roughly and could not be reliably determined. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device's plastic sheath that covers the balloon became detached in the patient during surgery. The same balloon's grey air seal detached during mesh insertion. The mesh was inserted through the seal in the patient and the seal surrounded the mesh, thus the mesh with the seal surrounding it was inside the patient. The seal was recovered from the mesh and a new balloon was opened and used with no problem. As a result of these events, air was lost from the cavity and the mesh stuck to every tissue it came in contact with. The operating time was extended by 30-40 minutes because the mesh had to be disengaged from the tissue and itself. There was no adverse event reported as a result of the event.